Event description:
It was reported that a malfunction occurred on the pump. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer contacted technical support and was assisted in resetting the pump, after which the malfunction did not recur. Customer was told to continue using the pump and advised to call back should the issue reappear.